Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer also reported about sensor issues. The customer had received change sensor and calibration not accepted alert. The customer was assisted with troubleshooting the sensor. The customer declined to troubleshoot for low blood glucose. The customer will return both sensors for analysis. However, the insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.